Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received two inappropriate shocks. It was also reported that the right ventricular [rv] lead was oversensing and noise was present. The rv lead remains in use. No further patient complications have been reported as a result of this event.